Event description:
Event description guidant received information that this implantable left ventricular lead dislodged approximately two months after the original implant. The physician attempted to reposision the lead, but was unsuccessful as the lumen of the lead clotted and a guidewire could not be inserted. The physician elected to explant this lead, and replaced it with a similar lead. Also, during the reposisioning procedure, blood was noted to be in the lv-1 port of this implantable cardioverter defibrillator. The physician elected to remove this device, and replaced it with a similar device. No complications were reported.